Manufacturer narrative:
(B)(4). The customer reported to have resolved the issue and canceled the service call. Covidien was not authorized to repair the device.

Event description:
It was reported that, the bottom half of the screen on an 840 ventilator was erratic. The ventilator was not in use on a patient at the time the event occurred.